Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign material to remain in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been observed that during the device evaluation the colonovideoscope exhibited foreign white residue inside the air/water channel. There was no patient involvement.